Event description:
It was reported that a large volume folfusor did not flow. The issue was described as ¿the nacl (sodium chloride) did not come out of the outlet after filling the pump with it¿. This issue was discovered during set-up/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation containing approximately 47ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. Based on the sample evaluation finding, the device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.